Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stated he has never received effective pain relief from his scs system since implant. The patient also stated he needs an MRI performed due to an unrelated health issue. Subsequently, the patient may undergo surgical intervention as the next course of action.